Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the asymptomatic patient's right ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.